Event description:
It was reported that the asymptomatic patient presented for routine device check. Upon device interrogation, the right ventricular lead exhibited loss of sensing and capture. It was diagnosed as dislodgement. The patient presented on (B)(6) 2017 for lead revision. Fluoroscopy confirmed lead dislodgement. The lead was repositioned successfully. The patient was stable post procedure.